Manufacturer narrative:
Event date is estimated. Explant date is unknown.

Event description:
It was reported that patient had their system explanted at a unknown date for a unknown reason. No other information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.